Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 80 (non-recoverable system error) was displayed on arctic sun device during use for patient. Firstly, powered off the device, and powered on device after waiting for 30 second. But the device did not boot up. Per follow up information received via mail on 07may2024, it was reported that the device would be sent in for a bd-approved facility for evaluation. The issue not resolved yet, there was no impact to the patient.

Event description:
It was reported that error 80 (non-recoverable system error) was displayed on arctic sun device during use for patient. Firstly, powered off the device, and powered on device after waiting for 30 second. But the device did not boot up. Per follow up information received via mail on 07may2024, it was reported that the device would be sent in for a bd-approved facility for evaluation. The issue not resolved yet, there was no impact to the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.